Event description:
Reporter alleged passing out due to being unable to obtain a reading on the blood glucose monitoring device. Reporter stated the last result was 144 mg/dl which was taken the morning prior to alledged event and insulin was taken on a sliding scale afterwards. Reporter stated since being unable to obtain a result, she took insulin based on the average of what glucose results had been running. Reporter indicated relative treated her with dietary adjustment and no medical treatment was sought. Reporter stated upon troubleshooting with the customer call center, discovering the test strips were top dosed which is not the recommended technique in order to obtain an accurate glucose result however it was not stated whether this was the reason the reporter was unable to obtain a reading. Reporter stated no controls were used. A request was made for the return of the suspect device and replacement product was sent.